Event description:
It was reported that following a device changeout, the right atrial (ra) lead had a polarity switch, resulting in pocket stimulation. It was further reported that the lead had low impedances. The device was reprogrammed to vvir and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) 2014 (B)(6). (B)(4).